Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, an alarm from the electronic pt gas system (epgs) for fractionated of inspired oxygen (fio2) occurred on two occasions. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The electronic pt gas system (epgs) and two data software logs were returned to the MFR for further eval. The terumo subsidiary was unable to duplicate this event and noted there was no damage to the gas hose.